Event description:
It was reported that this was an arteriotomy closure of the heavily calcified common femoral artery using a prostyle after a diagnostic procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The reported product was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. No production record review was completed as no lot information was provided and the device was not returned. Based on the reported information, the investigation determined that the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.